Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-20 - user's test strip had poor storage. Complaint origin: (B)(6) (trividia health). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is calling because he feels that the results he is getting from the meter are reading too high. The customer is concerned with tests results from results obtained of 13.1 mmol/l. The customer's expected fasting blood glucose test result range is 6 - 9 mmol/l. The customer stated that he is not experiencing any symptoms regarding her diabetes and does not need to seek any medical attention. The product is not stored according to specification, storing his meter and test strips in the kitchen/car. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is calling because he feels that the results he is getting from the meter are reading too high. The customer is concerned with tests results from results obtained of 13.1 mmol/l. The customer's expected fasting blood glucose test result range is 6 - 9 mmol/l. The customer stated that he is not experiencing any symptoms regarding her diabetes and does not need to seek any medical attention. The product is not stored according to specification, storing his meter and test strips in the kitchen/car. The meter memory was reviewed for previous test result history: result 1 : 9.9 mmol/l date: (B)(6) 2019time: 7:30 am fasting, result 2 : 13.1 mmol/l date:(B)(6) 2019time: 7:09 am fasting, result 3 : 11.3 mmol/l date: (B)(6) 2019time: 6:57 am fasting, result 4 : 11.7 mmol/l date: (B)(6) 2019 time: 7:06 am fasting, result 5 : 10.5 mmol/l date: (B)(6) 2019 time: 7:13 am fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-20 - user's test strip had poor storage. Complaint origin: australia (trividia health). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time. Retention testing completed: product no returned, therefore manufacturer completed a retention testing on the test strips lot #mv3031 and all results are acceptable.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20 - user's test strip had poor storage. Complaint origin: australia (trividia health) note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is calling because he feels that the results he is getting from the meter are reading too high. The customer is concerned with tests results from results obtained of 13.1 mmol/l. The customer's expected fasting blood glucose test result range is 6 - 9 mmol/l. The customer stated that he is not experiencing any symptoms regarding her diabetes and does not need to seek any medical attention. The product is not stored according to specification, storing his meter and test strips in the kitchen/car. The meter memory was reviewed for previous test result history: result 1 : 9.9 mmol/l date: (B)(6) 2019 time: 7:30 am fasting. Result 2 : 13.1 mmol/l date: (B)(6) 2019time: 7:09 am fasting. Result 3 : 11.3 mmol/l date: (B)(6) 2019 time: 6:57 am fasting. Result 4 : 11.7 mmol/l date: (B)(6) 2019time: 7:06 am fasting. Result 5 : 10.5 mmol/l date: (B)(6) 2019 time: 7:13 am fasting.